Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received and the pump went into threshold suspend. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting explained causes of no delivery but customer was unable to troubleshoot further.